Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 450 mg/dl, at the time of incidence. Customer was treated with manual injection. The customer reported that they received no delivery alarm. Customer reported that they were using two reservoirs after several no delivery alarm. Customer was unable to finished troubleshooting. Customer reported that the cannula was bent. The insulin pump will not be returned for analysis.